Event description:
Boston scientific received information that shortly after the implant procedure; this left ventricular lead became dislodged. A revision procedure was performed; the lead was removed and successfully replaced. No additional adverse patient effects reported.

Manufacturer narrative:
A new left ventricular lead was successfully implanted. The explanted lead was not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.